Event description:
It was reported that the patient had his spectra penile prosthesis removed and replaced due to "pending erosion." It was noted "pending erosion, not eroded yet." No additional patient complications were reported in relation to this event.